Event description:
It was reported that three months post implant the lv (left ventricular) lead had high threshold. A program adjustment was made for the lv lead. It was noted that at the next scheduled follow up the lv threshold was still high, with normal trend of impedance, and no further action has been taken during this (B)(4) study. Therefore the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device, analyzed, and no anomalies were found.